Manufacturer narrative:
Although the complaint statement points towards a user mis-handling issue, we are at this point in time in the info gathering mode to discern exactly what happened and why. When all of the info that can be had is had, a f/u report reflecting our findings will be submitted.

Event description:
Our affiliate is reporting that during an unk procedure, the or staff mixed up the inflow & outflow tubing of an fms endo urology pump, causing air to be pumped into the pt's body, which caused a lung embolism. The pt was treated in a hyperbaric chamber for remedy. At this point in time, not much else is known about the event, have questions out to the affiliate towards clarity.